Event description:
It was reported that this pt stopped responding to sounds. External equipment was exchanged, but this did not solve the problem. Integrity testing performed for three months, could not be completed because there was no communication with the implant and impedance could not be measured. A decision has been made to explant the device and reimplant the pt with a new device. A surgery date has not been reported to cochlear.